Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a crack in the filter which leaked and backed up blood. This was noted 17 hours into the infusion and the set was changed out. There was no report of patient harm.